Event description:
It was reported that after following the anastomosis made during a gastric bypass procedure, about one month from the procedure, the patient experienced a fistula. It was necessary to reoperate to close the fistula. Another like device was used to complete the procedure. One device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: the fistula was asymptomatic and it was detected only after x-ray examination. The patient was re-hospitalized but actually no re-intervention has been made. Were there any issues noted in the initial procedure? No issues were noted during the procedures. What color cartridge was used throughout the procedure? N.3 ecr60b for gastric pouch. N.2 ecr60w for small bowel. N.1 ecr60b (used for about 35mm) for gastro-jejunostomy (where the problems seem to have occurred). Was buttressing material used? It wasn't used for gastro-jejunostomies. Was a leak test performed in the initial procedure? Dr. Always performs a leak test for the gastric pouch and gastro-jejunostomy at the end of each procedure. Confirmed that the leak test were conducted in these procedures. What structures was the fistula between? Was it truly a fistula or a post-operative leak? What was the site of the fistula/leak? The problems have been actually classified as post-operative leaks. Leaks were noticed from 6/7 days after surgeries to 1month and the post-op leak sites were the gastro-jejunostomies. Were there staples identified at the site of the leak? Were they properly formed staples or were they malformed staples? Surgeons didn't see any visible difference in staples formation during gastro-jejunostomy of those surgeries. They had a visible problem of staple formation just once (with no intra/post-operative problems), during gastric pouch construction, but it wasn't in any of those 7 surgeries. Is it the surgeon¿s common practice to x-ray one month post-op? Yes, in many of these 7 cases surgeons noticed problems just after x-ray examinations (about one month after surgeries) because patients were asymptomatic. In the other cases, surgeons noticed problems before (6-7 days after surgeries) due to patients symptoms. What stage diet was the patient on at time of issue? We need to follow up with dr. Are x-rays available for review by ethicon medical director? What type of diagnostic images were taken (x-ray, CT scan, etc.) Not at the moment. What type of treatment was used to treat the leak/fistula (drain placement, antibiotics, reoperation)? Drain placement and parenteral nutrition until the leaks were fixed. One patient needed to be re-operated. What is the current patient status? All patients have been released.